Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeling and cracked adhesive likely occurred due to an external force applied to the distal end. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation was unable to confirm the reported event. The evaluation uncovered the glue on the cover to be peeling and leaking. Additionally, the bending section cover glue was cracked. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus ultrasonic gastrovideoscope due to the device continuously running water from the balloon and blocking ultrasound imaging. Upon inspection and testing, it was observed that the adhesive was peeling and cracked due to handling issue. This event was found during estimation. There was no harm or user injury reported due to the event.